Event description:
The patient had a pump implanted and explanted the same day 10 years prior to this report. The patient stated that ¿it felt like a garden hose was jammed in her spine¿ and she had ¿gotten real ill.¿ the patient also stated that the ¿doctor had given her a shot of narcotics through IV as well.¿ the patient thought it was a pump made by this manufacturer, but she did not have a serial number and could not verify if the event occurred during a trial or after a full implant. The drug in the pump was some kind of a pain killer. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).